Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl with a moderate ketone level. The customer changed the supplies on the pump multiple times. The customer delivered insulin corrections via the pump and insulin injections to address the bg level. Water was being consumed to treat the ketone level. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge onto the pump and insulin delivery was resumed.